Event description:
Patient had acl surgery with calaxo screw in 2006. She presented post-op condition with a large cyst about the half size of a golf ball. The graft failed and she had her revision surgery in 2007.

Manufacturer narrative:
Product recall initiated on august 21, 2007.